Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the tube extension has a .250 x .110" charred section directly below the flush hole on the proximal clevis. The damage is indicative that an arcing event occurred. The charring is located below the silicone portion of the tip cover accessory, assuming that the tip cover accessory was installed (a tip cover accessory was not returned with the instrument). The tube extension also has an indentation and crack at one of the keys that mates with the proximal clevis. It was determined that the arcing event may have been caused by insulation failure in the ultem tip cover sleeve, which likely created a path for arcing to occur. High generator settings may have also contributed to the arcing. No other damage found.

Event description:
It was reported that the tips of the monopolar curved scissors instrument were burnt. No patient harm, adverse outcome or injury was reported.